Event description:
On (B)(6) 2024, an impulse dynamics field representative was notified by a hospitalist that a patient implanted with an optimizer smart mini (osm) implantable pulse generator (ipg) had been admitted to that hospital "with an infection in [their] bloodstream and would require [the ipg] to be removed." The cause of the infection is currently unknown. The ID field representative is currently working with the pathology and nursing departments of the hospital to ensure the ipg when explanted can be collected and returned to ID USA in (B)(6) for evaluation. A review of the device ohr including sterilization and manufacturing records was conducted, and no anomalies were found. There is no evidence at this lime that the device caused or contributed to the patient's reported bloodstream infection.

Event description:
This is an amendment to a previously filed mor. On (B)(6) 2024, it was confirmed that the nature of the infection in the patient's bloodstream was fungal. The osm ipg was explanted as a precaution, but ii was confirmed that the device was scrapped by the hospital after explant. The device will therefore not be available for further evaluation by impulse dynamics. However, there is still no evidence that the ipg caused or contributed to the patient's reported bloodstream infection.